Event description:
It was reported that ???/hour glass/no readings/sensor error occurred. The sensor was inserted into the abdomen. On (B)(6) 2024, it was reported that the pediatric patient experienced dka and it was reported that she ¿almost died¿. There was no documentation about the medical intervention provided and it was just documented that the patient was treated with IV fluids, insulin and antinausea medication and a ¿lifesaving intervention ¿ was provided. At the time of the report the patient was regaining strength and health (still recovering). The reporter declined to provide any further information about the intervention. Data was provided for investigation. The problem of ??? Or hour glass or no readings or sensor error was confirmed. The probable cause was determined to be sensor noise. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.